Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a shoulder arthroscopy rotator cuff, the implantation process was carried out normally, but when cutting the thread, the cutter got tangled and when removing it, the healicoil knotless anchor came out of the bone very easily. An attempt was made to impact again, but due to the quality of the bone or the implant did not allow the threads to be held. The anchor broke inside the patient, and all the broken pieces were removed with graspers and suction. The procedure was completed using only knots. A void was left in the patient. There was a surgical delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H2: corrected data on: b5 & h6 (medical device problem code).

Event description:
It was reported that during a shoulder arthroscopy rotator cuff, the implantation process was carried out normally, but when cutting the thread, the cutter got tangled and when removing it, the healicoil knotless anchor came out of the bone very easily. An attempt was made to impact again, but due to the quality of the bone or the implant did not allow the threads to be held. The procedure was completed using only knots because a double row cannot be made due to implant failure, they used a mattress technique. A void was left in the patient. There was a surgical delay of less than 30 minutes. No further complications were reported.

Event description:
It was reported that during a shoulder arthroscopy rotator cuff, the implantation process was carried out normally, but when cutting the thread, the cutter got tangled and when removing it, the healicoil knotless anchor came out of the bone very easily. An attempt with the same anchor that initially came out of the bone was made to impact again, but due to the quality of the bone or the implant did not allow the threads to be held, therefore the device was removed without any intervention. The procedure was completed using only knots because a double row cannot be made due to implant failure, they used a mattress technique. A void was left in the patient. There was a surgical delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: case- (B)(4).